Event description:
It was reported that during a service visit for an unrelated issue, a getinge field service engineer observed that the cardiosave intra-aortic balloon pump (iabp) was stuck in the cart and unable to lock. Specifically, the fse found that the locking mechanism pin was out of place. There was no patient involvement, and no adverse event reported. This reported event is related to an event reported under medwatch report # 2249723-2022-00454 with regard to unexpected shutdown and burning smell reported issues.

Manufacturer narrative:
Testing of actual/suspected device: the fse resolved the issue by realigning the locking mechanism pins that were out of place. The fse also charged and tested batteries. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), cardiothoracic surgery, (B)(6).

Event description:
It was reported that during a service visit for an unrelated issue, a getinge field service engineer observed that the cardiosave intra-aortic balloon pump (iabp) was stuck in the cart and unable to lock. Specifically, the fse found that the locking mechanism pin was out of place. There was patient involvement, and no adverse event reported.